Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2267 alarm (air in line) occurred on the homechoice device during an unspecified cycle of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted with the supplies or the set up that could have caused or contributed to the reported alarm. Proper procedures were reviewed and the patient restarted therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.